Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). A request was made to have data from this device analyzed. Boston scientific technical service (ts) explained the device shows premature battery depletion. The pulse generator should either be replaced, or the battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the d6b. Explant date.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). A request was made to have data from this device analyzed. Boston scientific technical service (ts) explained the device shows premature battery depletion. The pulse generator should either be replaced, or the battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). A request was made to have data from this device analyzed. Boston scientific technical service (ts) explained the device shows premature battery depletion. The pulse generator should either be replaced, or the battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.